Event description:
A customer reported a malfunction on their insulin pump, identified as malfunction code 12, which had occurred at least three times. There was no reported adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, the customer was advised to use multiple daily injections (mdi) as backup therapy. Tandem technical support decided to replace the malfunctioning pump, sending a new one with updated software to the customer. Instructions for returning the faulty pump and information on new pump training were provided, and the customer acknowledged understanding of these steps.